Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient began treatment with injection heparin intraperitoneal injection (ip) (dose not reported) daily, injection reflin 1 gram daily ip and injection fortum 1 gram ip daily. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.